Event description:
The customer reported out of range normal control solution test results with test strips. On 2/12/97, the customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 180 mg/dl. The customer called the co customer support line and, with the rep. Performed two back to back normal control solution tests. The results were 177 and 179 mg/dl versus a normal control solution range of 106-158 mg/dl. The control solution, lot #vk285, expiration 11/97, was opened two days ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 84 versus a check strip range of 77-103. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.